Manufacturer narrative:
The actual device was not available; however, retained samples were evaluated. Visual inspection of the retained samples was performed and no issues were noted. Functional testing including gravity testing and under water leak testing were performed and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three flow regulator sets would not flow. There was no patient involvement. No additional information is available.